Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (does not deliver biphasic pulse) was unable to be confirmed. The electrode belt was able to deliver a biphasic pulse within the specified range. Upon further investigation, belt was unable to communicate with a monitor. The cause was isolated to a defective diode array on the distribution node pca. The root cause for the defective diode array could not be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt was unable to deliver a biphasic pulse.